Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a hole in the device packaging.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was received by the customer on (B)(6) 2024. It was reported that the packaging was not thick enough. The balloon catheters damaged the packaging and there was a risk that the sterile barrier would be broken. A photo of the device packaging was provided by the customer and showed that the sterile pouch had several holes. The product was not used in a procedure. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a hole in the device packaging. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual and media evaluation noted damages to the pouch. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of packaging tear, rip or hole in device packaging was confirmed. The returned device was inside its original unopened pouch with damages. Therefore, the most probable root cause is cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was received by the customer on (B)(6) 2024. It was reported that the packaging was not thick enough. The balloon catheters damaged the packaging and there was a risk that the sterile barrier would be broken. A photo of the device packaging was provided by the customer and showed that the sterile pouch had several holes. The product was not used in a procedure. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.